Event description:
Reporter called to report an issue with his implanted proclaim neurostimulator. He first received his implant for pain relief on (B)(6) 2018. It was revised on (B)(6) 2020 and was reassured that the revision allowed it to be magnetic resonance imaging (MRI) compatible. He recently received a letter from abbott about a recall on his device although it is still considered compatible with the MRI procedure. Reporter now needs a lower lumbar MRI but is not able to get one due to his recalled device. He has attempted to get an MRI at five different facilities but all of them have turned him down due to the notice of his recalled neurostimulator. His regular facility of care has notified him that he can no longer get treatment from them due to the recalled device. Reporter states that he is in constant pain, and has been told that in order to restore the treatment that he needs, he would have to have another surgical procedure for an updated device that is MRI compatible.